Event description:
It was reported that the patient presented remotely via merlin.net transmission. Analysis of the transmission noted that the pacemaker exhibited undersensing. No programming changes were made. The patient was stable throughout.

Event description:
New information received noted that the pacemaker exhibited undersensing and caused inappropriate mode switch.